Event description:
The clinic reported that a laser vision correction patient was presented with flap striae in the left eye at 1 day post op. At one day post op, the patient described the left eye¿s vision was blurry when waking up. The laser surgery center examined the patient¿s operative eye with a slit lamp and noted the striae on the left eye. A flap lift and stretch was performed. At two day post-operative exam the patient¿s visual acuity sands correction (vasc) was 20/20 on right eye(os), 20/30 on left eye(od) and pinhole acuity(ph) is 20/20 on os. The flap is position on os. Bandage contact lens (bcl) were placed and replaced on the os.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.